Manufacturer narrative:
Though requested, additional patient information was not provided.

Event description:
Reportedly, during patient use, a "switched to backup battery" alarm occurred when the unit was connected to the ac cable. There was no medical intervention or adverse patient effects reported.